Event description:
It was reported that during implant, after initial deployment, the helix of the lead would not retract or rotate to the left after multiple attempts. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).